Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. The batch review found no indication of nonconformance during the manufacture of this product. The visual inspection identified one sample with traces of tpn solution inside the bag. The fill port was clamped shut, and both the additive port and the administration port clamps were in place. Functional testing verified the reported condition. The cause of the condition was determined to be a manufacturing deficiency. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during a quality control check. This report documents no patient involvement or adverse events. No additional information is available.